Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 5 years due to prosthetic aortic valve endocarditis. Per the op report, this patient has a history of IV drug abuse and tobacco abuse. He also has a remote history of endocarditis. The patient was evaluated and blood cultures were positive for (B)(6) and antibiotics were initiated. Tee showed a small vegetation on the prosthetic cusp. During explantation of the prosthetic valve, it was noted to have excellent seating with the annulus conforming to the valve. The pathology of the aortic valve revealed endocarditis. The device was replaced with a new edwards bioprosthetic valve. Post-procedure assessment was done by tee and showed no perivalvular leak of the new valve with good seating.

Manufacturer narrative:
(B)(4). Device not returned. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The explanted device was not returned to edwards for analysis; therefore, the root cause of this event could not be confirmed. However, the op report documents positive blood cultures for (B)(6), which was likely the source of the patient's infection. No further actions are possible with the available information.